Event description:
Pt was in cardiac arrest defibrillated 5 times with another AED. Pt moved to ambulance and monitor defibrillator changed to lifepac 12 (device that failed). Pt converted to a shockable rhythm. Lp12 would not shock. Connections checked, defibrillator pads changed still would not shock. Defibrillator returned to MFR cable found defective.